Manufacturer narrative:
The returned device was evaluated and performed as designed. No malfunction or other product condition that would have contributed to reported ER visit for dka and hyperglycemia was found. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported going to the ER due to having high bg's. The customer was diagnosed with diabetic ketoacidosis (dka) and was treated with an insulin drip. The customer was at the ER for 6 hrs. She reported that she was on antibiotics for bronchitis. She also reported that her last pod had expired at 6:30pm on (B)(6) 2014, and that there was no activity of any pod being activated between 6:30pm and 9:57pm, when this pod was activated. She does not recollect how or why a new pod had not been activated.